Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone, she has been having issues with the sensor giving inaccurate readings. Customer stated that on (B)(6) 2014, the sensor was reading low blood glucose of 42 mg/dl. The low sensor reading activated the threshold suspend feature on the insulin pump attempted to suspend when her blood glucose was 162 mg/dl. Troubleshooting was performed customer was advised to ensure she calibrates the insulin pump using one meter. Customer was also advised how to properly calibrate it. The customer is not returning the sensor for analysis.